Event description:
A caldera medical sales rep observed the following during surgery: the physician appeared to struggle with proper dissection and identifying anatomical "landmarks." Upon finishing suturing the pt toward the end of the procedure, the physician made the caldera rep aware that he saw "mesh exposure" and the rep observed it to be true. It appeared it was from improper suturing as there were loose ends of suture still presenting at the stitching point. The physician also disclosed that he "forgot" to stitch the mesh to the apex of the vagina and was worried about mesh erosion as a result. The physician also pointed out that the pt was bleeding profusely as the procedure was ending and could not identify why or where it was coming from. Note: the pt was implanted with three different devices, 3003990090-2012-00001 and 3003990090-2012-00002 are also for this pt/event.